Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
The reported problem (injury) was confirmed. A us distributor reported that a patient slipped on carpet and doctors believe the monitor hit her in the rib and caused it to break. The patient reported that she removes the lifevest in the morning to allow it to rest. During a follow-up, the patient stated that his injuries are improving.